Event description:
Reportedly, when the package of the subject pacemaker was shaken, a sound from inside the box was heard. X-ray image revealed that its internal structure was different from a normal product packaging. Preliminary analysis results confirmed that the subject pacemaker was released according to all applicable procedures. A possible hypothesis is that the foam was missing from the packaging, explaining the reported observations.

Manufacturer narrative:
D3 and g1 updated. Please refer to the attached analysis report.

Event description:
Reportedly, when the package of the subject pacemaker was shaken, a sound from inside the box was heard. X-ray image revealed that its internal structure was different from a normal product packaging. Preliminary analysis results confirmed that the subject pacemaker was released according to all applicable procedures. A possible hypothesis is that the foam was missing from the packaging, explaining the reported observations.